Event description:
Event description guidant received information that on the day of the implant procedure, the 4513 left ventricular lead displayed high impedance measurements, which was suggestive of a fracture. The lead would also not pace nor sense. The fracture was suspected to have occurred as the lead was pulled back through the suture sleeve. Therefore, the lead was explanted and replaced. A model 4518 lead was implanted and later explanted due to placement difficulty. The 4513 lead was returned for analysis.